Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with naked eye and damage to the cassette sheeting was identified. Functional testing including leak and clear passage testing were performed with no issues noted. The reported alarm was not duplicated. However, a loose connection was reported between the supply line with the red clamp of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during dwell one of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. During troubleshooting, it was reported that the solution bag that was connected to the line of the amia automated pd set with cassette, with the red clamp, was loose. The hp believed that they tightened the red line properly when they set up the cycler. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.